Event description:
It was reported that the patient never had therapeutic effect. The patient stated she had a device that ¿failed¿ and it was a ¿product malfunction.¿ the device was explanted in (B)(6) 2013. The therapy worked for about one month post-implant. The patient was not aware if the doctor sent back the explanted equipment for analysis. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3487a-45, lot# v939349, implanted: (B)(6) 2012, product type: lead; product ID 3487a-45, lot# v940172, implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.